Event description:
It was reported that during a da vinci s surgical procedure the surgical staff noticed the instrument tip broke off. The broken component was found and removed from the pt without incident. The planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the instrument cables are cut at the distal end and the wrist is detached from the housing. The proximal clevis is broken and missing a piece below one ear. Most of the main tube interface wall has been cut off. Based on the engineering eval, a likely failure mode was a break at the proximal clevis to main tube interface, and the wrist was cut off to remove the instrument from the cannula accessory. Per the case notes, the broken instrument component was successfully retrieved from the pt.